Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on (B)(6)2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient was found to have b-cell lymphoma ("follicular lymphoma"). On an unknown date, the patient experienced back pain (seriousness criterion medically significant), sinusitis ("inflammation of the ethmoid sinus"), fatigue ("chronic fatigue"), loss of libido ("loss of libido"), pruritus ("frequent itching"), arthropathy ("joint disorders"), abdominal distension ("stomach always bloated") and constipation ("constipation") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the back pain, b-cell lymphoma, sinusitis, weight increased, fatigue, loss of libido, pruritus, arthropathy, abdominal distension and constipation outcome was unknown. The reporter provided no causality assessment for abdominal distension, arthropathy, b-cell lymphoma, back pain, constipation, fatigue, loss of libido, pruritus, sinusitis and weight increased with essure. The reporter commented: the event lymphoma was treated with chemiotherapy for two years. According to the gynaecologist there was no relationship between lymphoma and essure. It appears to the patient that she is not the only one in this case. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 24-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient was found to have b-cell lymphoma ("follicular lymphoma"). On an unknown date, the patient experienced back pain (seriousness criterion medically significant), sinusitis ("inflammation of the ethmoid sinus"), fatigue ("chronic fatigue"), loss of libido ("loss of libido"), pruritus ("frequent itching"), arthropathy ("joint disorders"), abdominal distension ("stomach always bloated") and constipation ("constipation") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the back pain, b-cell lymphoma, sinusitis, weight increased, fatigue, loss of libido, pruritus, arthropathy, abdominal distension and constipation outcome was unknown. The reporter provided no causality assessment for abdominal distension, arthropathy, b-cell lymphoma, back pain, constipation, fatigue, loss of libido, pruritus, sinusitis and weight increased with essure. The reporter commented: the event lymphoma was treated with chemiotherapy for two years. According to the gynaecologist there was no relationship between lymphoma and essure. It appears to the patient that she is not the only one in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.